Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("devices had perforated fallopian tube / perforation (fallopian tube(s))"), device dislocation ("migration of device / migration of essure device location of device: under bladder , under bellybutton"), device breakage ("breakage"), infection ("serious infection") and genital haemorrhage ("abnormal heavy bleeding") in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the plaintiff did not undergo an essure confirmation test". The patient's medical history included cervical cancer and osteoarthritis. In (B)(6)2006, the patient had essure (ess205) inserted. In (B)(6)2006, the patient experienced dysmenorrhoea ("severe abnormal menstruation pain / dysmenorrhea (cramping)"), pelvic pain ("pelvic pain"), vaginal discharge ("vaginal discharge") and dyspareunia ("dyspareunia / dyspareunia (painful sexual intercourse)"). In (B)(6)2006, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), migraine ("migraines"), fatigue ("fatigue") and headache ("headache"). In (B)(6)2006, the patient experienced cystitis ("bladder infection") and urinary tract infection ("urinary tract infection"). In (B)(6)2016, the patient experienced menorrhagia ("prolonged menses / abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), infection (seriousness criterion hospitalization), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe lower abdominal pain"), abdominal pain ("severe abdominal cramping"), vaginal infection ("vaginal infection"), anxiety ("anxious"), depression ("depressed") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). The patient was treated with hydrocodone bitartrate;paracetamol (vicodin), ibuprofen, oxycodone hydrochloride;paracetamol (percocet) and surgery (supracervical hysterectomy,unilateral salpingo-oopherectomy). Essure (ess205) was removed. At the time of the report, the fallopian tube perforation, device dislocation, device breakage, infection, genital haemorrhage, dysmenorrhoea, menorrhagia, abdominal pain lower, pelvic pain, abdominal pain, migraine, fatigue, vaginal infection, dyspareunia, anxiety, depression, vaginal haemorrhage, female sexual dysfunction, cystitis, urinary tract infection and headache outcome was unknown and the vaginal discharge had resolved. The reporter considered abdominal pain, abdominal pain lower, anxiety, cystitis, depression, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, headache, infection, menorrhagia, migraine, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: patient deceased. The plaintiff did not undergo an essure confirmation test - discrepancy noted diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - in (B)(6)2006: results: devices perforated fallopian tubes. Most recent follow-up information incorporated above includes: on 16-apr-2019: pfs received. Events- "abnormal bleeding (vaginal), apareunia (inability to have sexual intercourse), bladder infection, urinary tract infection, headache" and the plaintiff did not undergo an essure confirmation test. Added. Medical history, treatment drug added from pfs. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other nonconformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of infection ("serious infection"), fallopian tube perforation ("devices had perforated fallopian tube"), device dislocation ("migration of device"), device breakage ("breakage") and genital haemorrhage ("abnormal heavy bleeding") in a female patient who had essure (ess205) inserted for birth control. The occurrence of additional non-serious events is detailed below. In (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced infection (seriousness criterion hospitalization), fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), device breakage (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe abnormal menstruation pain"), menorrhagia ("prolonged menses"), abdominal pain lower ("severe lower abdominal pain"), pelvic pain ("pelvic pain"), abdominal pain ("severe abdominal cramping"), migraine ("migraines"), fatigue ("fatigue"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection"), dyspareunia ("dyspareunia"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (several major surgeries to remove essure). Essure (ess205) was removed. At the time of the report, the infection, fallopian tube perforation, device dislocation, device breakage, genital haemorrhage, dysmenorrhoea, menorrhagia, abdominal pain lower, pelvic pain, abdominal pain, migraine, fatigue, vaginal discharge, vaginal infection, dyspareunia, anxiety and depression outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, depression, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, infection, menorrhagia, migraine, pelvic pain, vaginal discharge and vaginal infection to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - in (B)(6) 2006: devices perforated fallopian tubes. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.